Event description:
It was reported that the arctic sun device had bad water flow and it displayed water tank empty, but there was definitely water in it. Please also replace the level sensor and fluid delivery line and generally check the device, as a preventive maintenance was already carried out a month ago and the device was not working again. Per follow up information received via mail on 05jun2024, it was reported that the device will be repaired in the hospital by crs. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: e initial reporter facility name: klinikum landkreis erding medizintechnik complaint re-opened to update UDI information with all available information per gudid the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had bad water flow and it displayed water tank empty, but there was definitely water in it. Please also replace the level sensor and fluid delivery line and generally check the device, as a preventive maintenance was already carried out a month ago and the device was not working again. Per follow up information received via mail on 05jun2024, it was reported that the device will be repaired in the hospital. There was no patient involvement.

Event description:
It was reported that the arctic sun device had bad water flow and it displayed water tank empty, but there was definitely water in it. Replace the level sensor and fluid delivery line and generally check the device, as a preventive maintenance was already carried out a month ago and the device was not working again. Per follow up information received via mail on 05jun2024, it was reported that the device will be repaired in the hospital by crs. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.